Event description:
On (B)(6) 2012, a reporter for the lay user/patient contacted lifescan (lfs) (B)(6) alleging the patient's onetouch veriopro meter was reading inaccurately high. The customer service representative (csr) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient/reporter claimed that on an unspecified date/time the patient tested and received a value of "179 mg/dl" on the subject meter and "138mg/dl" on a laboratory device. It is not known how much time elapsed between the two tests. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 12 mg/dl and/or <15%. The patient also reported values of "120 mg/dl" with the subject meter and "80 mg/dl" performed on another meter (onetouch vita) performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 30 mg/dl and/or <30%. It is unknown how the patient manages his diabetes or what action he took in response to the alleged inaccurate result. The patient claimed that he frequently gets hypoglycemia and claimed it could be due to the subject meter. The patient did not provide any details regarding specific symptoms or whether the symptoms occurred before or after testing on the subject device. No treatment was reported due to the alleged issue. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure and the samples were obtained from the same approved site. The subject test strips were unexpired and stored correctly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient allegedly was experiencing "hypoglycemia" which he feels was due to the reported product issue.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips- 6/4/2012, meter- 6/25/2012.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.